Manufacturer narrative:
A device history record review could not be conducted as the lot was not provided. Based on the available information, there is no allegation that the device malfunctioned, and x-rays did not reveal anything of concern. The surgeon related the event as possibly related to both the procedure and the device, so the most probable cause is known inherent risk of device.

Event description:
It was reported that at the clinic visit approximately six months post procedure, the patient reported stiffness of the posterior capsule with intermittent pain. X-rays showed the shoulder was stable. The surgeon decided to give a steroid injection into the shoulder. The surgeon stated that the event was possibly related to the device and the procedure. No other information was provided.